Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or it add'l info pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that while cleaning the device during a myomectomy, a piece of the active waveguide disengaged. No piece of the instrument fell into the pt cavity. There was no pt injury.